Manufacturer narrative:
The initial MDR report, with FDA reference 0003015876-2025-02557 and stryker reference (B)(4), submitted on 12/05/2025, was submitted based on the information available at the time. During the investigation, the technician downloaded and reviewed device log files and observed that they did not show any indication of a device malfunction. The device performed to specification. The customer was advised to review the instructions for use regarding CPR insight.

Event description:
The customer contacted stryker to report that during testing, their device failed to analyze the rhythm after delivering the shock. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that during testing, their device failed to analyze the rhythm after delivering the shock. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.